Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Competitor.

Event description:
It was reported that the lead dislodged.

Event description:
Broken tips on plate cutters.